Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus on the device occurred. In (B)(6) 2016, a left atrial appendage (laa) closure procedure was performed. A 33mm watchman ® laa closure device was implanted. A 45 day follow-up transesophageal echocardiogram (tee) was performed which revealed a complete seal on the device. There was no thrombus or jets. The patient was on plavix and aspirin. In (B)(6) 2017, a 12 month tee was performed which revealed thrombus on the closure device. The patient was prescribed eliquis 5mg daily and continued with aspirin 325mg. In (B)(6) 2017, a repeat tee was performed and showed the thrombus was resolved. The patient discontinued use of eliquis, but remained on aspirin 325mg.